Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to competitive atrial pacing was observed on the device. Patient was asymptomatic. Programming changes were made. Patient was stable before, during and after the event.